Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the clinician removed the electrode pads and discovered a laceration to the patient's skin. Complainant indicated that the pads were adhered to the patient for 24 hours. Please reference medwatch report numbers 1218058-2015-00159 and 1218058-2015-00155 for similar reports from the same customer.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. During visual evaluation of the electrodes, a small amount of topical skin and hair was observed. A continuity test and test on the conductive pads were performed with no discrepancies noted. During an onsite visit at the customer facility, we requested a picture of the laceration the patient sustained but a picture was not available. Instead, a nurse at the facility showed a zoll representative a photograph of a laceration sustained by a patient after the electrode pad was removed from the patient's skin post surgery during the site visit. The zoll representative examined the photograph and observed a skin irritation. After further review of the facts provided, the customer indicated that the pads were attached to the patient during a surgical procedure for roughly 24 hours before removal. The investigation is being closed as no fault found. Analysis of reports of this type has not identified an increase in trend.